Event description:
During analysis of the transfer sets with a minicap. Baxter affiliate conducted 8 psi under water testing with the transfer set connected to a minicap and no leakage was observed. Baxter affiliate rec'd two minicaps of companion samples as well. No povidone iodine leakage was observed.

Manufacturer narrative:
Evaluation results: baxter affiliate failure investigation lab performed the analysis on the sample. Povidone iodine was found on the silicone tube, but not on the twist clamp. No abnormality was found at the screw thread. Results do not indicate confirmation of the reported event. There has been a corrective and preventative action taken relative to his matter. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.